Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. Pt has had diabetes for 10 years and check blood glucose on ot meter 3 times per day. On event date, pt's blood glucose was displayed at 67mg/dl on the ot meter at 20:00. Later pt had blood glucose readings of 37mg/dl at 21:00 and 34mg/dl at 21:30 successively on ot meter. Pt contacted their physician who asked pt to drink orange juice. After drinking the orange juice, pt experienced thirst and dryness of mouth. Pt contacted paramedics who found their blood glucose at 460mg/dl on their meter at 22:00. Paramedics transferred pt to the emergency room where pt was treated from hyperglycemia by insulin and IV fluid. Pt was discharged from ER at 06:00am the next morning. No further info is available.